Event description:
It was reported that before inserting the device the physician saw an approximately 5 cm rupture in the mid of the sheath. A 14f isleeve was selected for a transcatheter aortic valve replacement procedure. Shortly before inserting the device, after removal of the flushing tube, the physician saw an approximately 5 cm rupture in the mid of the sheath. Another isleeve was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. Two of the seams are torn. One of the seams has a 7cm split starting 13.5cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. One of the tip seams are torn. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that before inserting the device the physician saw an approximately 5 cm rupture in the mid of the sheath. A 14f isleeve was selected for a transcatheter aortic valve replacement procedure. Shortly before inserting the device, after removal of the flushing tube, the physician saw an approximately 5 cm rupture in the mid of the sheath. Another isleeve was used to complete the procedure. There were no patient complications.